Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent an unspecified breast augmentation with mentor memorygel, 400cc breast implant experienced right-sided rupture post procedure. The MRI examination confirmed the issue. As a result, patient underwent bilateral replacements as follow: l/cat#: 3503001bc, sn#: (B)(4), r/ cat#: 3503001bc, sn#: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' image evaluation completed on december 10 , 2021: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured and within a plastic bag. As the product involved in this complaint was a discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).